Event description:
A peritoneal dialysis pt reported that he got alarms two nights in a row and both nights, when removing the cassettes he noticed fluid coming from the cassette. There is no report of ill effect to the pt. The sample is not available for eval.

Manufacturer narrative:
Device history record review: the DHR for this product and lot was reviewed and the following was found: this product did not have any ncr. No deviation was documented during the mfg process. All the applicable tests during the in process and final inspections were conducted in order to ensure product integrity and documented with acceptable results according to applicable procedures. No reworks/re-inspections were performed to this finish good lot # 10hr08087. The sample was not received for eval, therefore the complaint is deemed as unconfirmed. (B)(4) reynosa will continue to monitor these type of incidents per current procedures.